Event description:
A doctor reported that on one day there were three occurrences of dull knives in custom paks. Add'l info received from the scrub technician at the facility indicated that there was no pt harm associated with these events. No add'l info was provided.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. However, it is unlikely that damage occurred during the mfg process. (B)(4).